Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with a pacemaker with an auditory patient notifier that was not functioning. Physician attempted to use test notifier multiple times to no avail. Patient was issued an inductive transmitter in order to monitor device for elective replacement interval (eri). Patient was stable before, during, and after the event.